Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the possible lot number used (8820678) was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip fracture remains unknown.

Event description:
Upon insertion of the catheter, the catheter tip was noted to be broken. A good image was not visible on the console; it appeared as though the crystals in the catheter were damaged. Upon removal of the catheter, it was noted that the tip of the catheter transducer was broken. It had snapped but did not disconnect from the shaft.